Manufacturer narrative:
There have been no trends identified related to this type of event.(B) (4)

Event description:
Biomet stemmed tibial plate 83mm interlok was to be used in procedure on (B) (6) 2010. Upon opening packaging, the tibial plate was missing the plugs that are used in cementing the implant.

Manufacturer narrative:
This report submitted in attention to (B)(4) in response to request for additional information sent on (B)(6), 2010. Requested information provided below: product was implanted using additional plug components without further incident. Investigation found that the cement plugs were originally issued to this order. Addition steps were applied to this order due to a cosmetic deviation (aesthetics) and during this process, they were not assembled to the tibial tray component. Review of additional manufacturing work orders confirmed that the incident applied to this work order only, therefore it was considered an isolated event. Review of internal assembly processes in place was conducted. Investigation and results were reviewed with both the manufacturing supervisor and operators who perform this assembly process stressing the importance of following manufacturing assembly processes. Remaining inventory from this production lot remained within biomet's control and were forwarded for refurbishment. (B)(4).

Event description:
Biomet stemmed tibial plate 83mm interlok was to be used in procedure on (B)(6), 2010. Upon opening packaging, the tibial plate was missing the plugs that are used in cementing the implant.